Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tubing line separated from the connection to the ridged cassette of a homechoice disposable set which resulted in a leak. This issue was further described as, ¿the third tube from the rectangular plastic came off that causes the leak¿. The patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.